Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) had evidence of right ventricular (rv) lead oversensing. Boston scientific technical services (ts) noted that it is likely air escaping and should resolve on its own. The patient is not pacemaker dependent and was asymptomatic. The device remains implanted and in service. No adverse patient effects were reported.